Manufacturer narrative:
This report is submitted as a follow-up to correct previously reported information in the original submission. Manufacturer review determined¿that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert code indicating an algorithm data parity check and experienced sustained hyperglycemia, with the highest blood glucose reported above 400 mg/dl and prolonged readings above 180 mg/dl; the user disconnected from the system, administered 25 units of subcutaneous insulin by pen as backup therapy, then restarted the device and the alert did not recur. Symptoms included hyperglycemia without reported ketoacidosis or acute neurological effects. Outcomes included self-management without medical intervention or assistance and no hospitalization. Investigation included guided troubleshooting and device restart, along with user education to monitor and report recurring alerts. Investigation of this case revealed that the alert resolved after restart, consistent with transient algorithm data parity behavior without evidence of ongoing device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient software-related anomaly that resolved with restart. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.